Event description:
The following info was reported in the canadian journal of cardiology "percutaneous management of lower limb ischemia after the use of vascular closure devices," volume 2013, published june 2013, doi.org/10.1016/j.cjca.2013.06.005: a pt had an occlusion in the right common femoral artery following an angio-seal deployment subsequent to an interventional coronary procedure. The pt presented with severe ischemia 24 hours after angio-seal device placement. Due to insufficient angiographic results after balloon dilation, the pt underwent a successful balloon-expandable stent implantation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined.